Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(telephone), h6(type of investigation). The nurse confirmed that all cables and connections were appropriate and secure, and that there was no blood present in the helium tubing. Since the alarm continued to sound, esp personnel had her perform an iab fill and press start, which resolved the alarm and allowed therapy to resume. She mentioned that her patient had been consistently febrile and tachycardic in the 130s. Esp personnel explained the nature of the alarm and that the patient¿s condition likely triggered it.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Cables and connections were appropriate and secure and that there was no presence of blood in the helium tubing, so perform an iab fill and press start which resolved the alarm and resumed therapy.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.